Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen went black and failed to turn on. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station screen was black and it was not turning on. A field service engineer (fse) troubleshot issues with half-height drawer 4.1 and identified a faulty drawer board that was affecting the entire unit. The defective board was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.